Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was confirmed through the events log and duplicated during functional check. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a ventilator inoperative condition prior to use. The customer stated no patient involvement with this event.